Manufacturer narrative:
The 3003721894-2016-00106 is associated with (B)(4); super poligrip denture adhesive powder.

Event description:
Swallowing the super poligrip powder [accidental device ingestion]. Throat feels gummy [pharynx strange sensation of]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received denture adhesive powder-double salt (super poligrip denture adhesive powder) oral powder (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started super poligrip denture adhesive powder. On an unknown date, an unknown time after starting super poligrip denture adhesive powder, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and pharynx strange sensation of. Super poligrip denture adhesive powder was continued with no change (dechallenge was unknown). On an unknown date, the outcome of the accidental device ingestion and pharynx strange sensation of were unknown. The reporter considered the accidental device ingestion to be related to super poligrip denture adhesive powder. It was unknown if the reporter considered the pharynx strange sensation of to be related to super poligrip denture adhesive powder. Additional details, the adverse event information was reported on (B)(6) 2016. The consumer reported swallowing the super poligrip powder and that his throat felt gummy.